Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility in japan reported that there was difficulty in adjusting the position of the impella cp. While in the ICU the pump shifted to the aorta. The patient¿s vitals were stable so impella continued to be used until the next day when it was explanted. No harm or injury noted from the malpositioning.

Manufacturer narrative:
The investigation into the reported positioning issue has been completed since the original report was filed. Product and data were not returned for review. Based on clinical description, the root cause of positioning issue was most likely patient movement as it was out of position after moving the patient to the ICU.